Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: "the device turned off (dark screen). After that the device carried out a restart and did not return to normal operation." There was no injury reported.

Manufacturer narrative:
The described situation could be confirmed during logbook analysis. It was found that due to a faulty component at the mixer the ventilator performed several warmstarts. Due to this ventilation could not be continued. In case the device detects a deviation, an optical and acoustical alarm will be generated. In order to solve the problem the device will perform a warmstart, which lasts approximately 8 seconds. During this the safety valve opens to enable spontaneous breathing. After a successful warmstart the ventilation goes on as set. In this case the ventilation was interrupted again after a short time because new warmstarts were performed. The problem was solved by exchanging the affected mixer cartridges.

Event description:
.